Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned catheter found blood visible in the guide wire lumen, suggesting that the device was advanced over a guide wire. There was contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with an attempt to inflate the device. A new indeflator was used in an attempt to pressurize the catheter and the analysis confirmed that there was a pinhole in the middle of the balloon. Scanning electron microscopy (sem) revealed mechanical damage and pushed material observed at the leak. The sem analysis determined that balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. In this case, since there was no report of any leaks noted during preparation for use and the catheter was initially pressurized once without incident, this indicates that the balloon was not damaged prior to use. The lesion was also characterized as being mildly tortuous and mildly calcified, which likely contributed to the reported difficulty. The balloon material likely became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon a second inflation attempt. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify the rated burst pressure (rbp) and balloon integrity. Balloon material ruptures can be affected by numerous factors including, but are not limited to: balloon damage during processing of the balloon material, materials, inflation technique, interaction with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported for balloon ruptures from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this event, the returned product analysis and the results of the sem analysis, the balloon rupture and mechanical damage appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the trek balloon catheter was advanced to the target lesion in the proximal to mid left anterior descending artery. Vessel and lesion site were characterized as being mildly tortuous and calcified, eccentric and de novo. Upon second inflation, the balloon ruptured at 6 atmospheres. No adverse patient effects were reported. No additional information was provided.